Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Based on the available information, the reported event cannot be confirmed and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information at this time.

Event description:
It was reported patient underwent right hip revision approximately 5 years post implantation due to recurrent dislocations. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: item # 00630506240, liner standard 3.5 mm offset 40 mm i.d. For use with 62 mm o.d. Shell, lot # 62863801. Item # 00620206222, tm acet shell 62mm cluster, lot # 64005427. Item # 00625006530, trilogy bone scr 6.5x30, lot # 64356267. Item # 00625006520, trilogy bone scr 6.5x20, lot # 64406903. Item # 00784803400, kinectiv modular neck j, lot # 64122233. G2: report source us. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.